Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip, severe scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump sustained physical damage and had an unresponsive keypad. The customer's blood glucose was between 35 and 200 mg/dl. The customer stated that there were scratches on his screen that had been there for a few months. He reported having difficulty reading the screen and noted that the damage had been due to sliding under cars and sandblasting. He also stated that the buttons made a snapping sound when pressed. He reported having had low blood glucose of 41 mg/dl after he had disconnected from the insulin pump. He advised that he was using manual injections and may have put too much insulin. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.